Event description:
A customer reported lower values than how they felt when testing on an adc meter. On (B)(6) 2019, the customer had symptoms of feeling sick, inability to think or walk. The customer reported she fell and felt paralyzed. Accompanied by her service dog, the customer dialed emergency services and was then rushed to the emergency room where the customer was treated with 2 packs of IV fluid and insulin (dose unknown.) The customer had contact with her hcp after the event and was instructed to take glyburide 6 mg per day. The customer also indicates she experienced vertigo and memory loss after the medical event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. A DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed and all units performed within specification.  If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values than how they felt when testing on an adc meter. On (B)(6) 2019, the customer had symptoms of feeling sick, inability to think or walk. The customer reported she fell and felt paralyzed. Accompanied by her service dog, the customer dialed emergency services and was then rushed to the emergency room where the customer was treated with 2 packs of IV fluid and insulin (dose unknown.) The customer had contact with her hcp after the event and was instructed to take glyburide 6 mg per day. The customer also indicates she experienced vertigo and memory loss after the medical event. There was no report of death or permanent injury associated with this event.